Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A (B)(6) distributor contacted zoll to report that a patient developed a skin irritation. There was no alleged device malfunction contributing to the irritation. The patient does not wear his lv because he has a skin irritation. Patient did seek medical attention but the physician did not prescribe any medication. Outcome of the irritation is unknown.